Manufacturer narrative:
A covidien customer service engineer (cse) evaluated that 840 ventilator by troubleshooting the reported issue with the customer over the telephone. The customer was advised to replace the graphical user interface (gui) to breath delivery (bd) cable, and run the device to test lung for 48 hours.

Event description:
It was reported by a customer in the USA that an 840 ventilator graphical user interface (gui) display was inoperable. There was no patient involvement reported.